Event description:
It was reported that during preparation, it was found that the fiber could not transmitted light. The procedure was completed using another device without patient complication. Analysis of the returned fiber showed a fracture in the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was in good condition. During functional testing of the sma connector the light did not exist the connector face, there was no aiming beam. The fiber was connected to the console and "treatments used: 0 treatments left 10" was displayed. The observed condition of distorted or non-light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The instruction for use (IFU) states, "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement". Based on the information available, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.